Event description:
On 6/26/90 an automatic implantable cardioverter defibrillator was inserted at the leahy clinic, burlington, mass. The patient presented in the hca medical center emergency department in port st. Lucie, florida after experiencing chesst pain and cardiac arrest at home. It was noted in the emergency department physician's notes that an apparent failure of the automatic defibrillator device had occurreddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.